Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products: 51-199300 sirius winged centralizer - low hb post-implantation. This report is number 2 of 4 mdrs filed for the same patient (reference 0001825034-2017-00646, 0001825034-2017-00647, 0001825034-2017-00650 & 0001825034-2017-00652).

Event description:
A patient enrolled in a clinical study, it was reported that the patient's hb dropped to 86 post-implantation. After the patient was given one unit blood transfusion the hb came up to 113. The patient lost 200ml of blood during the procedure.